Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) roduct type accessory other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) stated for the last month, their controller wasn't charging from ac power supply. Pt would plug the controller in and it would blink 1-2 times then goes dead. Pt said the light came on the ac power supply. Pt plugged controller into ac power supply without the li battery and reported the screen came on (pt reported seeing memory problem). Pt put the li battery back in, but there was no green flashing light and memory problem was still on the screen. Pt unplugged controller and the screen turned off right away. Pt said the battery compartment looked good, but the controller port was wobbly; clarified there was a rattle in the controller. The issue was not resolved. No symptoms were reported. Additional information was reported from the patient. They called stating that since he received the controller he is not able to charge the implant because the controller is not charging, there is no green light flashing when controller is plug into the outlet. Patient stated he gets to step 7 of the set up process and nothing happens. Patient stated he thinks the battery pack needs to be replace. Patient states he is meeting with his hcp and wants to get the ins charged up before his appointment. Ps assisted patient with resetting the controller, controller power on when plug into the outlet without battery pack. Controller will not power on when plug into the outlet with battery pack. Ps confirmed there is green light on the ac power supply cord.